Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unknown date in 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. On an unreported date in 2011, a peritoneal effluent culture was performed. The culture revealed gram negative rods and streptococcus viridian. The nurse reported that the cause of the peritonitis was that the patient made a mistake/touch contamination, further described as the catheter came apart and the patient put it back together. Treatment included vancomycin and cefazolin. At the time of this report, the patient was recovering from the bacterial peritonitis and was still hospitalized. The outcome of the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made a mistake/touch contamination. On (B)(6) 2012, the writer attempted to contact the pd nurse to retrieve manufacturing information about the catheter. The nurse confirmed the events reported earlier and stated that the brand of the catheter was kendall. She was unable to provide the specific model, manufacturer or lot number of the catheter. Patient injury reported: yes medical intervention required: no (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).